Event description:
The customer called and reported the insulin pump was alarming with no delivery. Customer's blood glucose was 199 mg/dl. During troubleshooting, insulin exited when pushed through with a plunger, but the pump alarmed no delivery during manual priming. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.